Event description:
It was reported that this right ventricular lead experienced fracture, this was confirmed by a fluoroscopy exam. Due to this, this lead exhibited high out of range pacing impedance measurements, due to this a lead safety switch was triggered. Noise and oversensing was also observed. It was decided to explant and replace the lead, however, during the explant procedure the helix broke off and it was not able to be extracted. The rest of the lead was extracted and a replacement was successfully implanted. This lead is not expected to be returned. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead experienced fracture, this was confirmed by a fluoroscopy exam. Due to this, this lead exhibited high out of range pacing impedance measurements, due to this a lead safety switch was triggered. Noise and oversensing was also observed. It was decided to explant and replace the lead, however, during the explant procedure the helix broke off and it was not able to be extracted. The rest of the lead was extracted and a replacement was successfully implanted. This lead is not expected to be returned. No further adverse patient effects were reported.